Event description:
It was reported that during an ablation procedure to treat atrial fibrillation, a faradrive and a farawave were selected for use. During preparation, when the physician tried to flush the top port on the catheter, a plastic piece broke off and therefore a flush could not be connected to the catheter. The catheter was replaced, and the procedure was completed without patient complications. However, analysis of the device found that the strain relief/luer was separated.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Upon device return and inspection, the strain relief/luer was found to be separated & the flush port are not returned. A guidewire was inserted through the catheter. The catheter was deployed to the basket and successfully flowed. Subsequently, the flushing test was not possible because the strain relief/luer are separated. The catheter was observed in the microscopy to better observe the adhesive between the parts. With the help of a uv light, the separation of the strain relief/luer can be seen.